Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a tingling sensation was felt in the lower body. When the therapy application was checked, stimulation was confirmed to be on, however, the stimulation intensity was set to 2.3, and it was reported that it was usually at 2.1. It was explained that the intensity could be adjusted using the up and down buttons. When it was adjusted to 2.1, it was reported that the sensation felt appropriate. There was no recollection of increasing the setting, and it was explained that the program settings were configured based on the physician¿s instructions and that they should be confirmed at the next medical appointment. The patient appeared unfamiliar with operating the device, and further detailed confirmation was not possible. Additional information received from a manufacturer representative. When asked if the cause of the intensity being set to 2.3 was determined, the representative reported that there was a high possibility that the patient operated the handset by mistake.

Manufacturer narrative:
G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.